Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump was replaced prophylactically to avoid in-vivo battery depletion. During surgery it was noted that the catheter was fully occluded. There was a white precipitate like substance around the pump and in the pocket. The catheter was replaced with a "codman flextip". No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump was not reported. The patient recovered without sequela.